Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer and her doctor reported via phone call, they had finished uploading the information from the insulin pump into carelink when the device alarmed. However, no alarm was displaying on the device. Customer declined troubleshooting for the audio/beep anomaly. Customer had stated, the device went blank when the alarm occurred. Customer didn't know her blood glucose level. Little cracks going towards the reservoir and battery compartments. Damaged occurred as customer had dropped the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.